Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A pspc matrixmandible 7x23 holes angle recon plate was ordered for a mandiblectomy pt and was not the right size. Plate is a pt specific device which was too short. Consultant noted the plate was not used, and a larger plate was available for the procedure.